Event description:
The customer reported differential (diff) light scatter (l/s) was high on startups on a coulter lh 750 hematology analyzer; additionally, the customer reported the diff l/s offset had been trending high. The customer requested a service visit. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 03/16/2015. The fse noted that the laser voltage approaching its upper limits; to resolve the voltage issue, the laser assembly was replaced, resolving the diff l/s high errors on startups and the diff l/s offset trend high. Additionally, the fse found poor reproducibility results for white blood cells (wbc), red blood cells (rbc) and hemoglobin (hgb), possibly due to a dirty blood sampling valve (bsv) assembly. The issue was resolved by replacing the bsv shaft and bsv knob; additionally, the fse cleaned the bsv sections; performed several reproducibility tests and all results were within %cv (coefficient of variation) ranges. (B)(4).